Event description:
The complainant reported that the impella 5.5 anticontamination sleeve ripped from impella hub. The catheter was cleaned and the sleeve was reattached, but sterility of the product was broken. No patient harm was reported and the patients outcome is stable.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.